Manufacturer narrative:
(B)(4). Insulin pump was received with frozen display. Unable to determine the root cause, problem isolated to electronic assembly on electrical board. Insulin pump was received with cracked select button keypad overlay and broken off the belt clip rails. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump rattle when they shake it and also there was reservoir inside the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.